Event description:
I'm breast feeding and using a medela breastpump to pump milk when I am at work. I noticed this week that my breastshield connectors have an area with mold in them. The area that has mold in it is in a hole that is not supposed to be there and it's a flaw in the mold/plastic of the piece. I am unable to clean this area. I called the company. They replaced the part without issues. However, the new connector has the exact same hole in the same spot that my old one did. I called the company again. They sent me a new one. The new one also has the same problem. My concern here is that if I use these parts I will be feeding my baby breast milk that is contaminated and I won't be able to see it in the connector. Medela representative says there are no other options but is sending me a new connector with breastshield attached. Their customer service is great. They state they are reporting the issue but they also state that this is my only option. I'm concerned about the safety of my child and the thousands of other mothers and babies that are using this product. My sister has an older model of this product and it does not have the problems that this newer one has. I'm just hoping that someone is addressing this issue so one gets sick. So far my baby and I are healthy. I will not be using this product since I cannot clean it properly. I hope someone with more power than me addresses this issue. Product is medela personalfit connectors; number 87071 date on bottom is 5/28/2015. I have a photo of problem.